Event description:
(B)(6) - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) and an enlarged atrium, and posterior leaflet prolapse. Two mitraclips (cds0706-xtw, 30926r1097and cds0706-xt, 40219r1104) were successfully delivered and deployed, reducing the mr to trace. On (B)(6) 2025, the patient was hospitalized for endocarditis and osteomyelitis following dental work. Per physician, the event was probably related to a clip and related to the steerable guide catheter. There was no device malfunction. No additional information was provided regarding this issue. Subsequent to the previous reports, the additional information was received on 13 jun 2025: per physician, the endocarditis event was unrelated to the steerable guide catheter. There was no malfunction, and no injury associated with the sgc. On (B)(6) 2025, the patient had been hospitalized with fever/chills and low back pain. Imaging was performed with concern for discitis / osteomyelitis concern. On (B)(6) 2025, the mitraclips appeared to have torn through the leaflet. Both clips had torn through the leaflet and remain attached to a single leaflet. Reportedly, this was not a device issue, however, the torn leaflet was likely due to the infection / endocarditis. Moderate-severe mr was noted, along with vegetation on the aortic valve. Antibiotics were provided as treatment. On (B)(6) 2025, a mitral valve and aortic valve replacement was performed.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to the reported tissue injury. The reported patient effect of tissue injury appears to be related to the patient conditions. The recurrent mr appears to be related to the slda. A cause for the endocarditis cannot be determined. The reported pain and fever appear to be cascading effects. Endocarditis, mr, tissue injury, pain, and fever are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, medication required, and surgical intervention were results of case specific circumstances as the patient returned to the hospital, antibiotics were provided, and a mitral and aortic valve replacement was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.